Event description:
The customer reported that after inserting the spinal needle, they were unable to inject through it. It appears that the distal end may not be fully open. No information was received regarding any serious injury as a result of this product issue.